Event description:
It was reported that the pt had a pump replacement performed due to a safety alert and a replacement of the proximal section of catheter. Four days later, the pt presented to the emergency room with withdrawals and was admitted to the hospital. The pt had a temperature of 107 degrees fahrenheit and was diagnosed with malignant neurological syndrome. The health care staff was able to get his temperature down. The next day, a catheter revision was done and it was noticed that it was difficult to inject. A proximal section occlusion was suspected; therefore, another sutureless connector was used and achieved good flow. The pt was at 1500 mcg/day of baclofen and was brought down to 600 mcg/day. The pt was still not waking up so the baclofen was brought down to 500 mcg and then 300 mcg. The pt was weaned off of the ventilator, but was agitated. The dosage of baclofen was then increased (dosage not reported), but the pt remained agitated. A week later, the pt began coding with no blood pressure and subsequently passed away. Add'l info received indicated the pt had been scheduled to have the pump replaced due to eol, but due to poor pulmonary status and seizures it was not performed until the following month. Following the pump replacement, the pt presented with signs of withdrawal, specifically increased seizures, increased irritability, hypotension, hyperthermia and tachycardia. The drug used in the pump was lioresal 2000 mcg/ml. Due to the withdrawal symptoms, the dose was increased with no improvement in symptoms. The drug was then removed and a new refill kit used to ensure the correct concentration. The pt was given fentanyl and versed IV to control seizures and once this improved,the pt was taken to surgery. It was determined the catheter connector was occluded as there was no csf flow. A new connector was applied and good csf flow was established. A few days later the pt coded and died. An autopsy was performed, however, the pathologist is awaiting analysis of the device. The preliminary cause of death is dic.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.